Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, review of the clinical logs show that of the three segments that were analyzed, only one segment was deemed shockable. The other two segments had a result of "no matching condition" due to a very low voltage signal. A minimum of two of three segments must be deemed shockable to issue a shock advised prompt. It was concluded that the device worked as designed, within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.